Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec) to resolve the issue. The fse was able to get an image after replacing the ec. The system was tested and verified as ready for use. Isi has received the ec; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the customer was getting multiple errors and being prompted to reseat and clean the scope. The customer uploaded the error logs and noted multiple 48225 and 48229 advisories reported by the endoscope. The customer tried cleaning the endoscope with no change. The customer tried a second scope and got the same errors. The customer confirmed these in the live logs. Prior to calling in, the customer had rebooted, and they elected to convert the procedure. The procedure was converted to open surgery with no reported injury.

Manufacturer narrative:
The endoscope controller (ec) was returned for failure analysis and the reported failure was replicated. This ec was installed onto a test system, and it failed with error 48225 during the video test. A light engine sensor check was performed and it was over 5%.

Event description:
Refer to h10/h11 for follow-up information.